Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had noise occurring in the image. The issue occurred during an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complain had noise, occurring in the image was confirmed. Based on the results of the investigation, it is likely, that the malfunction occurred, due to the electrical circuit board in the video connector being energized. Which led to the accumulation of electrical load. Accidental static electricity may have been applied or overcurrent may have occurred, due to connection/disconnection, while the system was powered on. This resulted in electrical connections negatively impacting image signal output. Additionally, it was also presumed, that dust or moisture adhered to the electrical contacts of the system and the video connector. However, a definitive root cause could not be identified. The following is included in the instruction for use (IFU): operation manual, chapter 3: ¿preparation and inspection¿: section 3.8; ¿inspection of the endoscopic system¿: describes, how to inspect for the subject event. Olympus will continue to monitor field performance for this device.